Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe fully removed from the collar, a kink in the distal shaft located 5.5 cm from tip, and tip damaged (ovalized) with the tip/shaft flattened for 5mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that device separation occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, upon removal, the distal segment of the device separated from the proximal segment after using. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that device separation occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, upon removal, the distal segment of the device separated from the proximal segment after using. No patient complications reported.